Manufacturer narrative:
The received forceps sample was found in an outer blister including cover foil. The grasping arms are very bent and some surgery residuals were present. The sample was visually inspected with the aid of a photomicroscope with various magnifications. The customer's complaint could not be confirmed because the condition of the device, with very bent grasping arms, does not allow a detailed examination. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The sample was not returned properly and was probably additionally damaged during transport. The root cause for the reported event could not be determined conclusively. A manufacturing or design related root cause for the damage of the complained device could not been identified. The manufacturer has no influence on complaints which are in relation to external force. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A materials coordinator reported that an ophthalmic forceps did not work and stuck together during surgery. There was no impact to the patient. Additional information has been requested.